Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During the atrial fibrillation procedure, the introducer was inserted and while attempting to flush it from the sideport, air was aspirated. The device was replaced which resolved the issue and the procedure was completed with no adverse consequences to the patient. No air movement into the patient was confirmed. No additional access puncture site was needed due to the device replacement.